Event description:
It was reported that the customer had a button error alarm and failed battery test on the insulin pump. The customer's blood glucose level was 330 mg/dl. The customer was asked if he recalls any significant events leading to the alarm and he said nothing out of ordinary. The customer was advised to put energizer (B)(6) battery for reliability. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back-up plan per health care provider instruction.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. The insulin pump had currents within specification and no battery alarm was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).